Event description:
(B)(4) report ((B)(4)) voluntarily submitted by patient states that she was revised twice to address dislocation, and continues to have pain during walking/weight bearing, as well as clicking/catching. Based on the information provided, it appears that one of the hips may have been depuy product, and one may have been competitor product, or patient may have had a combination of depuy and competitor parts.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch,1818910-2013-11934, has been rejected due to receiving a letter from biomet stating this was not a depuy issue. Attached is the document verifying this statement. (B)(4).